Manufacturer narrative:
One implant tm 4.1mm mtx, 10mm, (tmm4b10) was returned for investigation. Visual inspection of the as returned product identified that the implant had fractured across the threads. There were significant gouges around the returned piece of the implant. Also, the implant had presence of bone residue and dried blood. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k113753 and k112160. Device not returned.

Event description:
It was reported that the implant had to be fractured and removed. Tooth location 19.